Event description:
According to the info received, there was a rupture of the urinary probe under the conical end of adaptation to the collection bag which necessitated a continuation of the surgery to change the probe.

Manufacturer narrative:
Additional info has been requested. At this time, no response has been received. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, an addendum to this report will be filed.